Manufacturer narrative:
The immucor laboratory received and tested a returned blood sample from the customer site against retention product on (B)(6) 2017 which yielded an unexpected negative outcome, which confirmed the customer's findings. The immucor laboratory also tested retention product on (B)(6) 2017 which performed as expected. An immucor field service engineer (fse) visited the customer site on 12oct2017 to assess the testing instrument in question and determined that it was operating as expected.

Event description:
On 10oct2017, a customer site, reported an unexpectedly negative antibody screen when tested on a galileo instrument, when tested on (B)(6) 2017.